Event description:
S&n received notice of three procedures where post-operative infection occurred after implantation of s&n devices. The devices, believed to have been used, in each procedure are the endobotton cl, spiked washer and tibial anchor, however this has not been confirmed. Exact details concerning possible surgical intervention and the procedure outcomes are unknown. No paitent injury was reported.